Event description:
Event: conversion to open surgical aneurysm repair. Case detail: the patient underwent a successful implant procedure in 2003. Two weeks later the patient presented on an emergent basis with a thrombosed graft. Angiojet was used to treat the thrombosis, but was not successful. The physician then chose to convert the patient of open surgical repair, and an aorta bi-fem was performed. The patient is reported to be doing well.